Event description:
A dental assistant was positioning a pelton and crane dental light for use when the light came off the track assembly and fell down towards the floor and struck the pt in the hand and leg. There were no injuries reported to the pt. The dental facility has requested we stop calling them for details of the event therefore we are unable to provide the age and gender of the pt. A second person (dental assistant) was involved in the event. Please see MDR# 1017522-2012-00019.

Manufacturer narrative:
Upon eval by the local pelton and crane rep it was determined the roll pin was not installed by the distributor during installation. The roll pin will prevent the light pole from unscrewing from the track mount after installation. The pelton and crane installation instructions clearly states to properly install the roll pin during installation of the track light. The installation instructions also list warnings to insure the roll pin is properly installed.